Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent move on balloon occurred. During the unpacking of a 3.00 x 24mm synergy xd drug-eluting stent, the physician observed that the stent was not well aligned on the balloon. The procedure was completed using an alternative device. There were no patient complications.